Manufacturer narrative:
It was reported by the hospital that it was impossible to advance the presidio 10 cere 7mmx30cm (pc410073030/c27558) in the echelon 14 micro catheter from covidien (details unknown). There was no problem during introduction. There were no complications. A new coil (details unknown) and a new micro catheter (details unknown) were used to complete the procedure. The coil will be returned for analysis. The coil was returned undamaged and was freely advanced out of the distal tip of the green introducer. No manufacturing defects were found. Using an in-house echelon 10 series compatible microcatheter, the coil was introduced multiple times into the microcatheter with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil was never impeded during advancement through the microcatheter. The coil moved feely at all times. Laboratory testing could not duplicate the field complaint of the coil being impeded during advancement inside the microcatheter; therefore the root cause of coils advancement difficulty inside the microcatheter cannot be determined. In addition without the return of the echelon 14 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event as it is noted that a new unspecified microcatheter and coil were utilized after the complaint coil was removed. It was not reported why the original microcatheter was removed and replaced. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: echelon 14 micro catheter from covidien (details unknown); new coil (details unknown); new micro catheter (details unknown).

Event description:
It was reported by the hospital that it was impossible to advance the presidio 10 cere 7mmx30cm (pc410073030/c27558) in the echelon 14 micro catheter from covidien (details unknown). There was no problem during introduction. There were no complications. A new coil (details unknown) and a new micro catheter (details unknown) were used to complete the procedure. The coil will be returned for analysis.